Manufacturer narrative:
The manometer was cracked, preventing the patient from receiving proper ventilation. The result required the infant to be intubated.

Event description:
The manometer easily falls off and breaks.

Event description:
The manometer easily falls off and breaks.

Manufacturer narrative:
The manometer was cracked preventing the patient from receiving proper ventilation. The result required the infant to be intubated. Returned product inspected and complaint confirmed. Accelerated aging testing identified that the stresses caused between luer on elbow and manometer create a crack along knit lines of manometer component. Product testing is underway to implement a new material and product design for the elbow subcomponent. Ra: RMA-20020 risk ID r25 identifies risk of cracked subcomponents as severity of 6.